Event description:
It was reported that no caseointegration was achieved after concurrent placement of osteograf and an implant into a site. As a result, the material was removed, the site re-gragt, and another implant successfully placed. Please note that the type of osteograf used is unk.